Manufacturer narrative:
(B)(4). S/w version 4.11j retainer ring = clear pump was returned for alleged damage to the battery tube and broken ngp cap on (B)(6) 2021. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked retainer ring, and minor scratches on lcd window. Pump not received with original battery cap. Battery cap cracked/damaged unknown. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) was noted. Pump not received with original battery cap. Battery cap cracked/damaged unknown. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment and battery cap was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.